Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant the physician had difficultly getting the stylet though, and once connected to the pacing system analyzer (psa) for testing the pacing impedance was out of range at 4000 ohms. The lead was removed and replaced prior to pocket closure, as they suspected a conductor fracture at the terminal end. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous, and an x-ray of the lead confirmed that the inner conductor coil had a break near terminal pin. The reported high impedance measurements was likely the result of the lead damage observed by the laboratory.